Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, the device has oxidation marks on it. The most likely cause is the over cycles of decontamination. The cause remains normal wear and tear.

Event description:
On 05/05/2023, it was reported by a sales representative via sems that an ar-9632-2436, ar-9632-2839, ar-9632-2439, ar-9632-2836, ar-9632-2842, and ar-9632-2442 baseplate reamers were all stained following the sterilization process and can no longer be presented as sterile or non sterile for any future procedures. This was discovered after use with no patient effect.